Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and triggered the lead safety switch (lss) to switch into the unipolar configuration. The terminal pin was suspected to have not been fully inserted. Boston scientific technical services (ts) discussed that there was likely a good terminal pin connection as the impedance and threshold measurements in unipolar were good and within range. Additional information received indicated that the ra lead was functioning appropriately in the unipolar configuration. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.